Event description:
It was reported that a cardiac perforation occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. During the procedure, the feet of the device punctured the heart and the patient hemorrhaged. The patient had surgery to suture the area. Additionally, three units of blood was administered. The patient was transferred to intensive care unit. The patient was discharged one week later and was in a nursing home for two weeks.